Event description:
Smartsite extension set with 0.2 micron low protein binding filter is leaking while administering medications. Two different sets used and both were faulty. Reference number for product is: (B)(4).